Event description:
The complainant reported that a patient experienced multiple complications during impella cp support. The patient initially experienced a trachea bleed prompting a halt in the heparin drip. The following day, the pump stopped unexpectedly. The pump was restarted, but evidence of saturated flow ensued. The pump was explanted as a result of the failure.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: using the automated impella controller with the impella catheter. ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock. Section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel, pump stop, and saturated flow has been completed. The root cause of the vascular damage - peripheral vessel cannot be determined due to limited clinical details provided. Saturated flow and pump stop. The data logs show that the pump was stable up until the 24th day where around 9 there was a spike in mc and pump stop. Following there was an increase in pp, decrease in purge flow, and increase in pump flow. The motor current and flows remained elevated. Around 10:30 there were spikes in motor current again and a pump stop. It is able to turn on two more times before it completely stops. Due to lack of product returned, it cannot be confirmed the true root cause of this pump stop. The root cause of the saturated flows cannot be determined. G2 report source foreign was erroneously selected on the initial manufacturer device report number 1220648-2025-28066.